Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after overlay implant, the patient experienced bowel obstruction and perforation, recurrence of ventral incisional hernias above and below mesh, adhesions, severe abdominal and groin pain. Post-operative patient treatment included ventral incisional hernia repair surgery.